Event description:
It was reported that the patient came in on (B)(6) 2024 with driveline communication fault alarm. Log file review was requested, and the log file captured driveline communication fault alarms beginning at 8:53 pm on (B)(6) 2024. The team replaced the modular cable and system controller with no issues, and the alarms resolved. The patient was on a low flow controller, and it was stated that the newly issued controller needed low flow threshold dropped from 2.5 lpm to 2.0 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis and log files were submitted for review. Data from the reported event date of 04nov2024 was reviewed. At 20:53:58, a driveline communication fault alarm activates due to a com_b fault. The driveline communication fault alarm is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested and passed all testing. The system controller was connected with the returned modular cable (lot number: 6774301) and a mock loop and was able to operate the system for an extended period of time without issue. The driveline communication fault alarm was not reproduced through testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.